Manufacturer narrative:
(B)(4). The reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported that one of the three leads implanted had migrated. Lead was removed and replaced. In addition, a second lead was placed at the time of surgery in order to obtain better coverage. Patient is receiving good coverage and pain relief.